Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring in the 400 mg/dl range with moderate urinary ketones and the patient stating they did not feel well. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. Troubleshooting by animas customer technical support revealed that the date in the pump had been set incorrectly, the total daily dose basal amounts are not recorded as programmed; no known cause for this variation, the pump was delivering basal rate as programmed; the basal history matched the active basal program settings. The reporter stated the patient had been through multiple infusion sets and that the pump was not delivering the correct amount of basal. Animas customer technical support referred to (B)(6) 2016 records, in which the amount the reporter read was inconsistent with the amount in the active basal setting. No alarm history the said days and no suspend history was noted. The reporter denies taking the pump off of it. The pump is replaced to the patient due to reporter insistence about this inconsistency.

Manufacturer narrative:
Follow-up #1: date of submission: 11/08/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/18/2016 with the following findings: review of the pump history revealed a replace cartridge alarm on (B)(6) 2016 at 12:57, the next prime was recorded on (B)(6) 2016 at 14:01. The pump history indicated a manual date change was made from (B)(6) 2016. The battery cap returned with the pump was noted to be within the required specifications, intact without damage and able to properly secure to the pump. The pump was powered on and exercised for 24 hours without power interruption, error, alarm or warning. Flow accuracy testing revealed the flow accuracy to be within the required specifications. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pumps interior components. Investigation did not duplicate the complaint and the pump was determined to be operating as intended and without malfunction.